Event description:
Reportedly, during the usability survey conducted by the marketing team in 2023 (rep15265), there are too much artefacts on the ECG.

Manufacturer narrative:
It was reported that there are artefacts observed. Based on the information's in the complaint, the root issue cannot be determined since the subjectif device was not returned. Two assumptions may contributed to an artifact in the ECG trace : 1- the cable used on the field is detective 2- the electrodes of the cable were not well placed on the patient which allows to an artifact observed in the ECG trace.